Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm prograsp forceps instrument encountered difficult to take out once during instrument exchange. The team then noticed a tiny screw "wanting" to fall out. They replaced the instrument to send back to intuitive.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prpgrasp forceps instrument and completed the device evaluation. The instrument was analyzed and grip pins on the distal end are visibly missing. The missing pins are not returned with the instrument. This causes the jaws to move uncontrollably. Additional finding not related to customer reported complaint: the instrument was found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.